Manufacturer narrative:
The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula was observed to be kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The timing and cause of this damage is unknown. Timeouts were observed in the data. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. The rerun data did not show any time outs or drive stalls and did not generate an alarm. The cause of the high pulse width could not be determined. During investigation, the needle mechanism was reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed that would result in a needle mechanism failure. A root cause for the reported needle deploying early could not be determined.bent cannula added to the device problem code.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/ cannula deployed prematurely before the pod was applied.